Event description:
It was reported that during a da vinci si cholecystectomy procedure, smoking was noticed at the end of the insulation of the permanent cautery hook instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed an arc trac at the base of the instrument yaw pulley with slightly melted materials. No other damage was found.